Event description:
The customer contact reported an unspecified number of undocumented incidents of concurrent flow. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications via symbiq pumps. At unspecified times, it was reported that the male adapter of unspecified secondary tubing sets were connected to unspecified clave y-sites of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. It was reported that the primary solutions containers were hung lower than the secondary solution containers by using 3-4 hangers. After unspecified lengths of time, the customer contact reported that the primary and secondary solutions were delivering concurrently. It was reported that the nurses pinched the tubing of the primary tubing sets and the therapies were completed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.